Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, and the caller acknowledged and understood this guidance.